Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion was reproduced. The device was sent for downstream occlusion testing and prompted a false downstream occlusion alarm. A review of event history log revealed downstream occlusion alarms multiple times. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition determined to be downstream sensor reading out of specification. The force sensor and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.